Event description:
The patient reportedly experienced speech performance deterioration and intermittencies while wearing the external equipment. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made and external eqipment was exchanged. However, the reported problem was not resolved. The patient's parents have requensted removal of the device. Surgery to explant the patient's device to be scheduled.